Event description:
Pt transferred to ccu from area hosp after anterior mi with st elevations. The next day, pt became cool/clammy with EKG changes. Bp dropped suddenly, unresponsive, could not hear heart sounds. CPR started with fluids wide open. Cardiac echo found tamponade. Pericardiocentesis successful - drainage of fresh blood. No tamponade on echo. Spontaneous femoral pulse lost - CPR started. Second pericardiocentesis attempted - wire got stuck. Attempts to revive unsuccessful. Myocardial rupture with pericardial tamponade determined. Pt not a surgical candidate. Pt expired.